Manufacturer narrative:
The hfd100 skull clamp was evaluated and tested. The device performed within specification - no discrepancies were observed. It was undeterminable whether user error contributed to the incident. Data is not available from the hospital to assess the specific application of the skull clamp to this patient.

Event description:
During a morning case on (B)(6) 2017, the neurosurgeon was working on a (B)(6) year old male patient in supine position. He felt a shift in the head in a "chin tuck" manner. The staff checked under the surgical drapes and found everything was still correct, tight, and secure. The pins did not appear to have shifted in the skull. The case proceeded as planned with no injury or adverse effect to the patient.